Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the system operated within specifications. There were no issues reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that after pulling two computed tomography (CT) exams in embedded dicom q/r the system became unresponsive after the import and the mouse would not move. The rep performed a manual shutdown to resolve the issue. No patient was present during the time of the reported incident.

Manufacturer narrative:
Correction: the manufacturer was updated to the proper value. The logs for the navigation system were evaluated by the manufacturer for evaluation. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.